Event description:
The patient was experiencing pain and difficulty hearing with the implant system. Analysis of the device revealed device malfunction. Explantation/reimplantation surgery was performed in 2003.